Manufacturer narrative:
(B)(4).

Event description:
The dentist reported a fractured screw. The implant remains in place.

Manufacturer narrative:
The titanium hexed screw was received. The screw had fractured from the base. The screw threads as well as the shank surface had a large amount of wear damage and the inner screw hex had damage as well. There was also strong evidence of some unconfirmed foreign or biological material that was found on the inner screw hex. This could probably be some left over residue such as fluids or dried blood from the patient¿s mouth. The device history record review for the screw was performed and did not identify any non-conformances. A definitive root cause has not been determined.